Event description:
As reported: "after drilling with a target arm (18062035) and sleeve (18060180) in combination with a 3.5mm drill (18063540), a miss target occurred when inserting the screw. The sleeve then became stuck on the target arm and took a long time to come off. Thereafter, the second miss-target occurred in the same manner, and the sleeve again failed to disengage from the target arm."

Manufacturer narrative:
Correction: please refer to section d9 the device was not returned. The reported event could not be confirmed since based on the cic internal inspection, the reported event could not be reproduced. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a user related issue, as the event could not be reproduced during internal inspection, and the devices were assessed as conforming to specifications and fully functional. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "after drilling with a target arm (18062035) and sleeve (18060180) in combination with a 3.5mm drill (18063540), a miss target occurred when inserting the screw. The sleeve then became stuck on the target arm and took a long time to come off. Thereafter, the second miss-target occurred in the same manner, and the sleeve again failed to disengage from the target arm."

Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.